Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device delivered anti-tachycardia pacing (atp) due to noise on the right ventricular (rv) channel. Upon review, technical services (ts) stated every other atp was showing as no capture due to refractory or it could be patient's underlying rhythm. Ts stated that it could be possibly external electromagnetic interference (emi). The impedance measurements looked stable. Ts recommended to have the patient seen in the clinic for rv lead evaluation. This device remains in service. No adverse patient effects were reported.